Event description:
It was reported to philips that the table panned to the nurse's side during a procedure which indicated an uncommanded movement of the table and it only be controlled from the control room. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.